Manufacturer narrative:
Although the reported issue was found prior to being used on a patient and no injury occurred, the reported unsealed inner sterile pouch represents a failure of the sterile barrier system and constitutes a device malfunction. A breach of the sterile barrier could result in loss of sterility and potential microbial contamination of the device. A review of all available complaint data identified no additional or similar reports of sterile barrier failures the investigation activities into this complaint are ongoing and further updates will be provided as necessary.

Event description:
A representative reported that upon opening the shelf carton of a sendero 2.9 microcatheter, the inner sterile pouch was found open and unsealed.